Event description:
It was reported that there was a faulty connection between the lead and extension. An x-ray was done and the results were reported as normal. Device interrogation showed a lead disconnection and high perceptual threshold. The disconnection was related to the procedure. The device could not be interrogated properly and the error said ¿lead disconnection.¿ the extension was replaced the day after the noted event date. The patient outcome was reported to be resolved without sequelae the day of the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext. Product type: extension: product ID neu_unknown _lead. Product type: lead. (B)(4).

Event description:
Additional information received reported that the etiology was not related to the procedure and not applicable for the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event procedure relatedness was changed from related to possibly related.